Manufacturer narrative:
(B)(4) guidewire distal tip unraveled exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02558 for the other associated device information. It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of both guidewires unravelled exposing the tip of the metal corewires. It is unknown as to how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned guidewire found that the coilwire was stretched approximately 131.5cm from the distal end. The distal tip coating was severely kinked and twisted. The complaint was consistent with the reported event of guidewire coil wire unraveled. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02558 for the other associated device information. It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of both guidewires unravelled exposing the tip of the metal corewires. It is unknown as to how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.